Event description:
Customer reported that the system applied the wrong patient results to a specimen. There was no report of injury with this event.

Manufacturer narrative:
The cause for the erroneous result is unknown.